Event description:
The customer stated, he had two low blood glucose events. On the first low blood glucose event, the paramedics were called to the customer's home. On the second, the customer was hospitalized for low blood glucose and the reading was 19 mg/dl. Prior to the hospitalization, the customer stated he got home from work and removed the insulin pump for fifteen minutes to take a shower. The customer stated he experienced the low blood glucose when he got out of the shower. Troubleshooting was performed and the insulin pump was programmed correctly. A large bolus of 22.4 units was found in the alarm history and the customer stated he did not program that bolus. The insulin pump passed the displacement test.

Manufacturer narrative:
Additional information: currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. No further information will follow once the analysis has been completed.